Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a cardiac catherization showed decreased cardiac output and a contrast-enhanced computed tomography (CT) revealed left ventricular assist device (lvad) outflow graft stenosis due to seroma. The patient was admitted on (B)(6) 2022. Surgery other than the heart that included clearing lvad blood vessel stenosis was done. The patient was discharged on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft stenosis could not be confirmed as no product was returned for evaluation and no images were provided for review. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 5 "surgical procedures" provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU specifically states: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief. The line should be straight." Additionally, this section cautions that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. The heartmate ii lvas patient handbook is also currently available. The patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Correction: b1: adverse event and malfunction. Correction: h6: added additional health effect - impact code: 4639 - imaging required. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was additionally reported that the patient experienced a stroke before their seroma was surgically removed.

Manufacturer narrative:
Aware date and g3 in previously submitted report was incorrect and should have been 05jun2023, not 06jun2023. H6 - investigation findings - 4251 - undesirable presence of endogenous materials, 4253 - blockage identified. Manufacturer's investigation conclusion: review of the submitted imaging confirmed a narrowing of the outflow graft lumen consistent with extrinsic outflow graft obstruction (eogo). Additionally, a narrowing of the outflow graft distal to the bend relief was confirmed in the submitted imaging. The submitted computed tomography images showed evidence of a buildup of biodebris between the bend relief and the outflow graft, consistent with eogo. The images also showed a narrowing of the outflow graft distal to the bend relief. Furthermore, the hospital was contacted, but refused to provide further information related to the event. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) . The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) (rev. B) is currently available. Section 1 ¿introduction" lists stroke and bleeding as adverse events that may be associated with the use of heartmate ii left ventricular assist system. Section 5 "surgical procedures" provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU specifically states: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief. The line should be straight." Additionally, this section cautions that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. Section 6 under "anticoagulation", also contains information regarding the recommended anticoagulation therapy and inr range that should be maintained for patients using the device as well as the recommended anticoagulation modifications in the event there is a risk of bleeding. The heartmate ii lvas patient handbook (rev. D) is also currently available. The patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.